Event description:
The customer reported lead v6 was noisy. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported lead v6 was noisy. There was no reported adverse pt impact. The philips field service engineer evaluated the device and ECG cables and found the ECG cables failed. The field service engineer flexed the ends of both lead sets and reproduced the ECG noise. The field service engineer tested the device with known working ECG leads sets and the issue was resolved. The customer was provided info on replacing the ECG lead sets. The device passed all performance assurance testing and was returned to use.